Event description:
Found laparascopic blunt port damaged at distal end upon removal. Approximately 3mm segment of plastic at the distal end of the trocar was broken off.======================manufacturer response for single use trocar and bluntgrip threaded anchoring device, bluntport plus 5 mm-12 mm: manufacturer wanted to take back the device. Hospital advised it would be available for their review.